Manufacturer narrative:
A united states (us) customer called the siemens customer care center (ccc) to report that falsely elevated concentrated carbon dioxide (co2_c) results for multiple patients were generated on an advia chemistry 1800 instrument. Both levels of quality controls (qc) were acceptable prior to processing the affected patient samples; however, qc recovered out of range after the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the wash sequence, which were acceptable. Then, the cse inspected the water filters and cleaned them. The cse found debris and build up in the water bottle; therefore, the cse cleaned the water bottle with bleach and rinsed it thoroughly with water. Next, the cse re-installed the water bottle and adjusted the water pressure. The customer calibrated and ran qc, which resulted acceptably. Siemens reviewed the information provided. Contaminated water potentially contributed to elevated co2_c results. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, following service. The repeat results were lower than the discordant results, which the customer considered "normal." There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.